Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that during a functional endoscopic sinus surgery (fess) procedure, the navigation system allegedly became inaccurate by 5mm after 2 hours of use. This inaccuracy persisted after re-registering the patient, and occurred with all instruments. There was a 30 minute delay after which the site aborted navigation and continued with the case. There was no reported impact on patient outcome. Additional information received a day later reported the site was unable to re-register the patient and ended up selecting the initial registration pattern that was done at the beginning of the case. The accuracy of the registration was consistent with the accuracy before attempting to re-register.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.